Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to recognize an electrode belt. The monitor's electrode belt connector was partially pulled out of the j1001 connector, causing damage to the j1001 connector on the ca board. Additionally, the j1001 pins were bent when the belt receptacle was pulled out. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
During an investigation of a monitor for an unrelated issue, a reportable malfunction was found.